Manufacturer narrative:
H4: the lot was manufactured between october 31, 2019 - november 1, 2019. H10: the three (3) actual devices were not available; however, a video of the sample was provided for evaluation. Visual inspection was performed and a leak was observed in the spike port bonding area. The reported condition was verified for one sample. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. The remaining two (2) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the connection port. This was identified during preparation of the bags. There was no patient involvement. No additional information is available.